Event description:
It was reported that during a gastrectomy procedure, there was an incomplete staple line. With two reloads, incomplete stapling on the low side of the stomach. They used a competitor's product and manual sutures to complete the case. No patient consequences but to prevent post operative fistula, they put a drain and a gastric probe. One device will be returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned with the anvil bent upwards and with three reloads present. Reloads (b) and (c) were received fully fired; reload (a) was received unfired. The device was tested for functionality in the straight position with the returned reload (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete; however the most distal staples were not fully forme due to the condition of the anvil. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). In addition, please noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Additional comments - on what tissue type was the device used? At what location on the tissue? The device was used on the antrum of the stomach. Was it used on thick tissue? I think the tissue was not thicker than a normal antrum. Usually, this surgeon use gold cartridge on this specific tissue, or purple cartridge when using covidien device. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the 'click'? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The first firing didn't provide a very consistent linear stapler, and during the second firing, the device cut but no staples on the tissue. During which stroke did the event occur? We saw the pb when the surgeon finished the 3 strokes of the first and then the second firing. What color cartridge was being used? Gold, but he used to use this color (or the purple with endogia). What other color cartridges were used before and after this event? Only 2 gold cartridges. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? During the second firing, the noise of the activation occurs during a period longer than a normal firing the noise of the go forward occurs for a long period, but not the noise of the return cutting. Were any of the forces higher or lower than expected (closing, firing, or opening)? No forces higher than expected during the closing. During the firing, it was a ple60a, so no return of forces. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The anvil was totally bent, like if the gastric tube was on the jaws, nevertheless, the anesthesist didn't have any problem to move the gastric tube.